Event description:
Distributor reported a customer received an error message and additional icons on their locked freestyle freedom meter. While assisting the customer, it was confirmed the meter had become unlocked. This is an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.